Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the rotor door needed to be replaced due to a loose magnet on the rotor door of an automated compounding device (acd). The issue was identified during setup prior to patient use. There was no patient involvement. No additional information is available.